Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and ran in normal mode. Upon visual inspection the iesu was found to be in good condition. An event verification confirmed the benign hysterectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is reportable malfunction event due to the following conclusion: the iesu was in an unacceptable state after the start of the procedure and the fse replaced the iesu to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) had errors. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.